Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4). Description: linear st lead, 70cm model#: sc-4316 lot #: 16588638 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at ipg site. The patient underwent an explant procedure and was prescribed with antibiotics. The physician believed that it was not device related. The patient was doing well postoperatively.